Manufacturer narrative:
Date of event is an unknown date in 2019. Complainant part is not expected to be returned for manufacturer review/investigation. P,a/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Part: 04.027.052s, lot: 3l91270, manufacturing site: (B)(4). Release to warehouse date: march 19, 2019. Expiry date: march 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral trochanteric fracture with the proximal femoral nail antirotation (pfna) blade in question. After the surgery, the patient rehabilitated in the hospital. On (B)(6) 2019, the patient reported pain, and the surgeon confirmed by x-ray that the bone head had moved downward, and cut-out was about to occur. After the surgery, the patient could walk with a walking frame, but now couldn¿t rehabilitate due to pain. Reoperation will be performed. Concomitant devices: pfna-ii nail (part: unknown, lot: unknown, quantity: 1), locking screw (part: unknown, lot: unknown, quantity: unknown), end cap (part: unknown, lot: unknown, quantity: 1). This report is for a pfna-ii blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: date received by manufacturer on the initial report should be december 12, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.